Event description:
Tech alleged the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The tech found the head cylinder is leaking. The tech replaced the head cylinder to resolve the issue.